Event description:
A patient reported that their renasys device made a loud noise and the leak alarm turned on. No obvious leak could be detected; the hcp changed to a new pump and the situation was resolved. No patient har has been reported.